Event description:
Created permanent bruising discoloration. Sculpted my body into a very odd shape. Increase cellulite. Product creates some sort of detox per inventor and can make you ver, very sick for months at a time. When shared with inventor, she encourages continue use and explains, just in worse before better stage. My symptoms became so much worse. Even after stopping with the bladder, my condition became much, much worse advertisement showed 30-60 days pictures of what you could look like, when in fact certain "fascia" can take 2 years (which were not told of this beforehand). Also didn't know you had to use this for life or you could also look worse. There are very negative comments being shut down and removed (I know this because I have been in contact with 10 others who posted and magically they were removed like mine) from their social networking creating dishonest views. The fasciablaster can be dangerous for those with varicose vein or cancer pts. Protocols are constantly being changed. Many clients received notices of first faceblaster kit stating they've been selected to be testers. Wasn't sure if that was legal.